Event description:
Literature was reviewed regarding 'early termination versus standard regimen duration of dual antiplatelet therapy in intracranial aneurysm patients treated with pipeline embolization device flex with shield technology: preliminary experience of 3 u.s. Centers'. Multiple manufacturer¿s devices were implanted in the study population. The following medtronic devices were used: pipeline flex embolization device with shield technology (ped-shield). Among all patients adverse events/device product performance issues included: - after discharge but prior to dapt termination, 1 patient in the early termination group had an episode of hemoptysis. - during follow-up after dapt termination, 1 patient in the early termination group had in-stent thrombosis of the ped-shield as a major thromboembolic complication requiring thrombectomy. The patient was kept on dapt since the thrombectomy. -one patient had mild vasospasm after stent deployment that improved with 10 mg of intra-arterial verapamil. - two patients had post-procedural in-hospital groin hematomas that resolved with manual compression. -seven patients experienced residual neck. Eighteen patients experienced aneurysm remnant. - there was one instance of kinking of the ped-shield inhibiting full expansion of the stent. This resolved with balloon angioplasty, allowing full ped-shield expansion and deployment. No further information was provided pertaining to medtronic products.

Manufacturer narrative:
G2 citation: lim, j., monteiro, a., cortez, g. M., benalia, v. H., baig, a. A., jacoby, w. T., donnelly, b. M., levy, b. R., jaikumar, v., davies, j. M., snyder, k. V., siddiqui, a. H., hanel, r. A., levy, e. I., vakharia, k. (2023). Early termination versus standard regimen duration of dual antiplatelet therapy in intracranial aneurysm patients treated with pipeline embolization device flex with shield technology: preliminary experience of 3 u.s. Centers. World neurosurgery, 178. Https://doi.org/10.1016/j.wneu.2023.07.101 earliest date of publication used for date of event no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Patient information (age, sex) is a reflection of the mean of the patients studied in the article.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.